Event description:
As per the initial information reported by customer, the blood glucose values are within the range. Hence case was not reportable and not required for reporting.

Manufacturer narrative:
Additional review of the event shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 19.9 mmo/l. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). S/w 4.11d, retainer ring = black, insulin pump type = ngp. On (B)(6) 2022, the customer alleged was for high blood glucose. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case, battery tube threads - cracked, cracked case (battery tube) and cracked belt clip rails during the visual inspection. Thus was utilized and downloaded trace/history files properly. Insulin pump passed the self test, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, sleep current test, active current test, displacement test and dat at 0.0872. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronics and motor assembly noted. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom.